Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the 1 photo and 2 samples submitted for evaluation. The reported issues of stopper defective/damaged was confirmed and leakage other was not confirmed upon inspection of the samples. The returned sample labeled as drug leakage defect was subjected to leakage testing and no leakage was observed. Since the sample passed our leakage testing no root cause could be determined for the leakage defect reported. The returned sample labeled as distorted stopper was inspected and the stopper can be observed to be misaligned from the back. The probable root cause of the distorted stopper could be due to the stopper tooling¿s set screw being loose, causing a gap between the stopper to plunger assembly. The gap caused the stopper to not be assembled properly to the plunger, resulting in the mis-assembly after assembly into the syringe barrel. Preventative maintenance was performed to correct the loose set screw. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported while using bd¿ syringes with precisionglide¿ needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: drug leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.